Manufacturer narrative:
The event occurred in germany during treatment. It was reported that the venous probe was not recognized and that there was a burning smell. The burning smell was found to be originating from an isolating transformer of a sprinter cart. The cardiohelp was exchanged. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on (B)(6) 2025. The venous probe was retaught via service mode. The burning smell could not be replicated. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The failure was analyzed by the getinge life-cycle-engineering (lce) for a root cause. According to the lce, the root cause for the venous probe not being recognized was swapping of the venous probes. The cardiohelp in question was initially delivered with an older version of the venous probe, with seven lenses. The defective venous probe was found to be a newer version of the venous probe, with four lenses. The venous probes are taught to specific cardiohelp devices and are not interchangeable between devices. A complaint historical analysis of the cardiohelp in question was performed in order to substantiate the root cause that the venous probe was swapped. The complaint historical analysis of the cardiohelp was performed from the manufactured date till the failure was reported, (B)(6) 2025. The cardiohelp was manufactured on 2013-07-01. There were no complaints or service performed stating that the original venous probe with seven lenses nor its holder was replaced. The venous probe holder on the cardiohelp has remained the same, however according to the complaint the defective venous probe was the four lensed version. The venous probe holder is essential for the venous probe initialization procedure, as it has a black reference surface, measuring cell, of which the probe is initialized. In a previously investigated complaint, it was found that a four lensed venous probe could not be initialized with a venous probe holder for a seven lensed venous probe. This is due to small environmental deviations of the venous probe holder. If the venous probe cannot be initialized by the cardiohelp due to the venous probe holder, the cardiohelp may interpret this as not recognizing the venous probe. To remediate the failure of swapped venous probe, the venous probe must be taught to the cardiohelp device via a service software tool. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: venous probe sends no or wrong svo2, hct and hb values. User decides medical treatment according to venous probe values. Sensor failure because of e.g.: - software error - programming transmission error - false venous probe error message. The root cause for the burning smell from the isolating transformer of the sprinter cart was found to be a very loose connection between an adaptor of a data transmission system and the isolating transformer. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. In addition in the IFU chapter "connection the sensors" is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The venous probe is operated with a supply voltage of 9v. Voltages below 10 v can be perceived under certain conditions (e. G. Wet skin), but there is no risk for harm due to an electrical shock. According to the IFU of the cardiohelp, chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on (B)(6) 2025 for the period of (B)(6) 2013 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2013. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "venous probe not recognized" could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from (B)(6) 2024 till (B)(6) 2025). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the germany market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
The event occurred in germany during treatment. It was reported that the venous probe was not recognized and that there was a burning smell. The cardiohelp was exchanged. The getinge field service technician inspected the cardiohelp device. The burning smell was found to be originating from an isolating transformer of a sprinter cart. No harm to any person has been reported. As the cardiohelp was exchanged, a report is required. Complaint ID # (B)(4).